Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after 23 years and was replaced by an edwards bioprosthetic heart valve, model 6900ptfx. The surgeon's response indicated that this explant was not due to a device malfunction, but due to "subvalvular fusion" caused by calcification and stenosis of the native mitral valve. The provided operative report states "the patient is a (B)(6) year old caucasian female with atrial fibrillation, mitral stenosis, and tricuspid regurgitation. She presents with congestive heart failure nyha class iii, ef 40%, and cardiac arrhythmia. The etiology of the mitral valve disease was stenosis, leaflet calcification, and subvalvular fusion.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the operative report and discharge summary were provided. Surgeon has indicated that the explant of this device was not related to a device malfunction. The explant was due to the calcification and thickened leaflets of the native valve which resulted in mitral stenosis and "subvalvular fusion." The device was replaced by a bioprosthetic heart valve. It is unknown if the device is available for return and evaluation. DHR is in process.